Event description:
Per the clinic, the patient experienced sudden pain at the implant site since on (B)(6) 2025, which leads to device non use. The patient also experienced overly loud sound and performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The tip of the electrode array was also found to be folded over in the cochlea, resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.